Event description:
The patient reported that his infusion device shut down without any warning. The patient inserted a new power pack, but the device would not power up. The patient stated that his blood glucose level was 198 mg/dl (his normal range is 100-140 mg/dl). The patient did not report experiencing any physiological affects with the elevated blood glucose level. The patient switched to his back up infusion device and bolused 6 units to reduce his blood glucose level. The patient stated that within 45 minutes his blood glucose level was back to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.